Manufacturer narrative:
G4:06feb2021. B4:09feb2021. The user interface board (pcba,ui 2nd gen, v60) was received for evaluation. Visual inspection revealed no anomalies. A failure investigation (fi) technician installed the ui board into a fi ventilator in an attempt to duplicate the reported issue. During the unit testing the ui board was installed in the fi test ventilator, booted in normal operation mode and check for alarms and errors. The returned ui board was tested and no failures were identified. The customer complaint was not duplicated and could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 20 oct 2020.

Event description:
It was reported to philips that while operation checking was being performed in the sales office, the internal battery failure alarm occurred and the device started on its own. The device was not in use at the time of the event. The device was evaluated by an international service technician and the reported issue was confirmed. The service technician replaced the lithium-ion battery and the user interface board to resolve the reported issue. The device passed all operational testing and returned to full functionality.